Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had a storages spaces failed on station, with error 'device not detected on bus'. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device had not been detected on the bus. A field service engineer (fse) had arrived on-site and found that the entire system failed, with two remote managers showing disconnected. Despite power and internet connections being intact, no devices were detected. Initially suspecting a defective all in one (aio), the fse ordered a replacement and continued investigating. Upon further troubleshooting, the issue was identified as firmware-related, prompting the fse to contact a technical support specialist (tss) for assistance. After collaborating with tss, they discovered that the internal firewall had been blocking the system. The knowledge article "med station es -drawer failure after reboot - cabinet controller does not initialize/ not detected on bus" was applied. The tss resolved the issue by downloading windows server update services (wsus) and antivirus (av) updates in remote support services (rss). Following repairs, the station, auxiliary cabinet, and both remote managers were successfully detected and resumed proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had a storages spaces failed on station, with error 'device not detected on bus'. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.